Event description:
Caller states that the patient tested 6.6 inr on device uf0155024 and 2.3 inr on device uf0077198. No action was taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.